Event description:
It was reported that the front and back of the insulin pump housing separated, exposing internal components, and the patient transitioned to backup therapy while a replacement was arranged. Symptoms included no reported changes in blood glucose and no injury. Outcomes included continued insulin therapy via backup method and uninterrupted cgm use. Investigation included collection of photographs, verification of device information, shipping logistics for replacement and return, and user guidance on shutdown and data handling. Investigation of this device revealed a screen bezel or enclosure separation consistent with a hardware enclosure integrity failure; the device screen was nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical housing failure of the device enclosure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.